Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the qms gentamicin immunoassay (gent) on a c501 analyzer. The gent reagent is not manufactured by roche diagnostics. The sample initially resulted as 3.4 ug/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as 0.3 ug/ml accompanied by a data flag. The 0.3 ug/ml value was reported outside of the laboratory and considered to be the correct value. The patient was not adversely affected. The gent reagent lot number was 723852 the reagent expiration date was asked for, but not provided. The customer stated that they took off the reagent pack and mixed it weekly before the event occurred. After the event, the customer states that they now mix the reagent daily. The field service representative suspected that the issue was caused by a high gear pump setting and a bad sample probe. He checked the adjustment of the sample probe, replaced the sample probe, checked and adjusted the rinse levels on the rinse head, and checked the output of sample probes. He checked the concentration of a cleaner reagent and changed the seals on syringes. He performed operational checks and all checks passed. Upon investigation, it was determined that a higher result would indicate a carry over. An insufficient reagent performance can be excluded since the reagent is ready for use after first careful mixing and introduction to the system in general, the repeat was performed with the same non mixed reagent status, and a low amount of reagent microparticles would cause lower results, not higher as observed. All countermeasures performed by the field service representative would address the observed value deviation.